Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, following an unrelated mitral valve replacement procedure, low defibrillation impedance was observed on the right ventricular (rv) lead. It was suspected the rv lead was damaged during the mitral valve replacement surgery resulting in the low defibrillation impedance. The rv lead was replaced. It is unknown at this time if it was explanted or capped. The patient was stable.